Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulty occurred. Access was via a contralateral approach. The 90% stenosed target lesion was located in the calcified and moderately tortuous shunt of the brachial vein. A 5fr non-bsc sheath was inserted and an unspecified guide wire crossed the lesion. The 4.00mm/1.5cm/140cm small peripheral cutting balloon was inflated to 12atm several times and then the balloon ruptured. It was confirmed that the lesion was dilated enough. When attempting to withdraw the cutting balloon device, it became stuck with the distal part of the sheath. The shaft of the cutting balloon device was cut and the 5fr sheath was removed. An unspecified 8f sheath was inserted over the cutting balloon device and both devices were removed together. No further patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'user related' because the device was not used in accordance with the directions for use. The complaint states that the sheath used was a 5f size and the dfu states 'caution: use only a 6f (2.00 mm) or larger introducer sheath.' (B)(4).